Manufacturer narrative:
Concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#unk); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unk); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unk). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, in the gastric antrum, from the first shot, on two handles, the reload did not fully fired. The staples on four reloads, did not form properly and the left was open. Additionally, some of the staples fell into the patient cavity. Migratory staples were removed, but loose staples remained in the place. The stomach at the antrum level was torn, the tissue was compromised which resulted in tissue damage and unanticipated tissue loss. In the gastric sleeve, the greater curvature was devacularized, the stomach had already been dissected and left without irrigation for the sleeve. There was no circulation on that side of the stomach so ninety percent had to be removed. The patient had to have an irreversible bypass as the surgeon had to convert to a roux y-bypass. A black reload was used with the third handle to finish cutting and pulling out the remaining stomach. The surgery was extended for thirty minutes or more.

Manufacturer narrative:
Concomitant medical products: product ID: egiauxl - egiauxl endogia ultra univ xl stapler, lot# p1g0375 egiauxl. Product ID: egiauxl endogia ultra univ xl stapler, lot# p1g0375. Product ID: egia60amt - egia60amt egia 60 artic med thick sulu. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, in the gastric antrum, from the first shot, on two handles, the reload did not fully fired. The staples did not form properly and the left was open. Additionally, some of the staples fell into the patient cavity. The stomach at the antrum level was torn, which resulted in tissue damage and unanticipated tissue loss. The exclusive stomach had to be removed because it had already been dissected and left without irrigation for the sleeve. The patient had to have an irreversible bypass as the surgeon had to convert to a roux y-bypass. A black reload was used with the third handle to finish cutting and pulling out the remaining stomach. The surgery was extended for thirty minutes or more.

Manufacturer narrative:
Concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown; egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown; egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the video shows the surgeon manipulating the handle which is inserted into a port and watching the monitor during a surgical procedure. It was reported that the device initially fires but failed to complete the firing cycle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.